Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age, dob & weight not available for reporting. Additional product codes: erl hbe hsz. (B)(4) unknown. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery the drill bit broke. The surgery was prolonged about 1 hour. Patient outcome is good. No information about patient condition available. All broken off fragments were removed from the patient, there was no patient harm. The surgery was successfully completed. This complaint involves 1 part. This report is 1 of 1 for (B)(4).